Event description:
Customer reported low blood glucose symptoms with result of 22 mg/dl obtained on the compact plus system. Customer self treated with grapes, then tested 447 mg/dl within 10 minutes of result of 22 mg/dl. Low blood glucose symptoms improved in about 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.